Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 a 2.25x28mm xience sierra, 2.50x23mm xience sierra, and 3.50x28mm xience sierra stents were implanted. On (B)(6) 2018 the patient was re-admitted with ventricular tachycardia and elevated EKG/ECG. The treatment performed and patient outcome is unknown. No additional information was provided.